Manufacturer narrative:
Additional information: d9, e1, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the product did not capture correctly and made erroneous saturation curves. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of device does not turn on, power button cannot be pressed, loose parts inside the device, upper case damaged, damaged lower case, front case damaged. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product did not capture correctly and made erroneous saturation curves. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the monitor had a defective base plate. The issue was resolved by replacing the spo2 plate. It was reported that the product did not capture correctly and made erroneous saturation curves. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: device did not turn on, the power button could not be pressed, there were loose parts inside the device, and the upper, lower, and front cases were damaged. These issues were resolved by replacing the front, lower, and top covers, knob, quick guide label, product label, nurse call label, battery, spo2 board, and liquid crystal display (lcd). The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.